Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture stage 4". Healthcare professional reported by rga form "ruptured silicone implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2013 provided.

Event description:
Patient reported later "capsular contracture baker grade unknown". Healthcare professional later confirmed "capsular contracture baker grade IV and rupture". Device has been discarded.